Event description:
It was reported that the patient felt stressed, her head pain "shoots up." The patient would then feel the stimulation sensation intensify which created an uncomfortable buzzing sensation. The patient would pat her head to stop the sensation.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger; product ID: 37746, serial# (B)(4), product type: programmer, patient; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).